Event description:
Internal - patient reports smiths medical cadd ext set 60" minibore w/0.2 mic filter, lot # 57x485, leak from filter hole. No further details provided. Diagnosis or reason for use: pph.